Event description:
It was reported that during a supply change the patient unintentionally initiated fill tubing while the infusion set was connected to the body and removed the fill tubing after approximately 0.7 units were delivered, after which an agent guided replacement of supplies, confirmation of drops, attachment, cannula fill, and resumption of delivery; the patient uses a cartridge and infusion set and reported a blood glucose of 157 mg/dl, with no alarms or alerts and no hospitalization. Symptoms included no reported clinical effects. Outcomes included no reported impact on daily activities and no medical intervention beyond troubleshooting and education. Investigation included user interview, product-use review, and troubleshooting with education. Investigation of this case revealed user handling during supply change and unintended insulin delivery during fill while connected, with no device or component malfunction observed and the infusion set and cartridge functioning following guided setup. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error during the fill procedure.